Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The battery charger board voltage was confirmed to be out of specification, and required replacement. The board was replaced and the issue was resolved. The malfunctioning board has not been received back to the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system battery charger voltage was too high and out of specification. There was no patient present when this issue was identified. No additional details were provided.

Manufacturer narrative:
The suspect battery charger was returned to the manufacturer for analysis. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.